Manufacturer narrative:
The cartridge was returned. The tip was damaged. Evaluation indicated the cartridge may not have been completely seated in the handpiece, which could have caused the lens to advance incorrectly. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The lens was returned for evaluation. The reported complaint of white fluffy imbedded material on the lens was not observed. However, lens damage was observed which might have been interpreted as the reported complaint. Damage of this type may occur if the lens is positioned incorrectly, if there is a lack of viscoelastic and/or if the lens is advanced too rapidly. Upon return, the lens was observed to be improperly re-cased by the customer, which resulted in haptic damage. Add'l info has been requested. (B) (4). (B) (4).

Event description:
A nurse reported a defective cartridge was used during intraocular lens (iol) implant surgery. The surgeon later explained that after implantation, an opaque "white fluffy material" was found on the edge of the lens. He tried to remove the material and found it to be slightly embedded. He took this lens out and put in another lens. He encountered the exact problem and material was found at the same position on the lens. He does not think it is the tip; he believes it to be the inside of the cartridge. In both cases, he was able to remove the lens with no injury or harm to pt. He reported that after the two incidents with the cartridge, he used a different delivery system and was able to implant a lens in the pt. In a follow-up, the surgeon reported the pt had some corneal swelling at that time of surgery due to normal surgical procedure; but it did not improve. One day postoperatively, the pt had significant corneal edema which he felt was due to the extra manipulation of the tissues that occurred during surgery. He saw the pt again at one week postop and 3 weeks postop, at which time her visual acuity was count fingers and her cornea was misty/hazy. He also reported that the pt is using topical steroids. The cornea was beginning to clear in the lower one-fifth. At six weeks postoperative. The pt's uncorrected visual acuity is 20/200 and the periphery of the cornea has cleared, but she still has 2+ edema centrally with some descemet's folds. The surgeon stated that he feels the cornea will continue to heal and there will most likely be no residual corneal problems. Add'l info has been requested.